Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, suture was used. It was reported that the suture broke during the procedure while closing the skin. A new suture was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lc7bszm mfg date: 03/01/2017, exp dat: 8/31/2022 (B)(4) batch lj6761 mfg date: 09/05/2017, exp date: 07/31/2022 (B)(4) in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. The actual device involved in this event was returned for evaluation. The suture piece was examined and the end was noted cut. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps and no functional test can be performed due to sample condition. The product code mpy683h contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.